Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a dislodgement confirmed during x-ray examination. No additional adverse patient effects were reported.